Event description:
It was reported that the a break in the delivery system occurred. During preparation and outside of the patient body, it was noticed that a 12 x 3.00 promus premier select stent balloon expandable delivery system was broken. It was noted that the break likely occurred due to a kink during unpacking. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device is a combination product. Correction: h6:device code: changed from 2976: material deformation to 1069: break. A promus premier select ous mr 12 x 3.00 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was a blood-like substance visible on the outside of the balloon. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found a mid-shaft kink 4mm proximal to the port bond site. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the a break in the delivery system occurred. During preparation and outside of the patient body, it was noticed that a 12 x 3.00 promus premier select stent balloon expandable delivery system was broken. It was noted that the break likely occurred due to a kink during unpacking. The procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.